Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn varies with ambient temperature. The device history records could not be reviewed because the lot number was not provided.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "for several months now, the sampling departments have been reporting difficulties in filling these tubes. These filling problems started at the beginning of the summer (june-july). We have not identified any particular batch of tubes (several batches concerned), however, in the technical data sheet it is specified that the tubes must be stored between 4 and 25°c.